Manufacturer narrative:
(B)(4).

Event description:
It was reported post implant patient presented for an induction test. During the test, intermittent undersensing was observed on the ventricular channel. Review of the egm showed initial variable r wave amplitudes prior to the stabilization of the induced arrhythmia. It was noted that once the arrhythmia stabilized, the device appropriately sensed all r waves and successfully treated the arrhythmia. Programming change was discussed.

Event description:
New information received indicated that the recommended programming changes were made. Patient was in stable condition.